Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the pump history showed that the last basal delivery occurred on (B)(6) 2013. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2011 the reporter, the patient's mother, reported that on an unspecified date in (B)(6) 2011 the patient obtained a blood glucose reading of 460 mg/dl and she experienced the symptoms of nausea and vomiting. The patient's mother changed the infusion site and corrected the patient's blood glucose level using the pump. Two hours later the patient's blood glucose level "responded". She did not seek any medical attention. Troubleshooting revealed the pump date/time were correct, all settings were correct, all basal/bolus total doses correctly matched those programmed, no infusion site issues and there were no bent cannulas. There was no evidence the pump was not accurately delivering insulin. The technical support representative also determined there was a large air bubble in the insulin cartridge, and that the patient's mother had been using refrigerated insulin, which can cause air bubbles to occur. The patient's technique was incorrect in that refrigerated insulin was used and there were air bubbles in the cartridge. The patient experienced symptoms and blood glucose levels suggesting severe hyperglycemia afterwards, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.